Event description:
It was reported that this patient with this dual chamber implantable cardioverter defibrillator (ICD) received an inappropriate shock for normal sinus rhythm. Therapy was exhausted before the ventricular arrhythmia completely broke. The rhythm ended up terminating on its own, with no external intervention. Technical services was consulted and offered troubleshooting and programming options. The physician started the patient on amiodarone. The device remains in service at this time. No additional adverse patient effects were reported.